Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 527 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated with syringe one time. Customer's blood glucose value was 527 mg/dl at the time of the incident. Customer's current blood glucose value was 519 mg/dl. The customer stated about diabetic ketoacidosis shock, and blood glucose was 600s mg/dl. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017. The blood glucose value when admitted to hospital was 527mg/dl. The customer complained about states was totally out, and still pretty much out and hooked on ivs and stuff. The drive support cap appeared normal. Customer declined further troubleshoot. The product was not returned for analysis.